Event description:
Olympus was informed that during a colonoscopy procedure the lid of the biopsy valve came off and fell inside the patient. The lid was retrieved from the patient by an unknown means. The procedure was completed using the same device. There was no patient injury reported.

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain more detailed information regarding the report, but with no result. The device referenced in this report was not returned to olympus for evaluation, as the biopsy valve have been discarded following the procedure. The exact cause of the user's experience could not be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.